Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 454 mg/dl. The customer mentioned other blood glucose value such as over 400 mg/dl. The customer was advised to enter the blood glucose value between 40 mg/dl to the 400 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose. Customer also stated that the insulin pump had insulin flow block alarm in the past event. Customer was treated with manual bolus. Customer also performed the self test and it passed. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.